Manufacturer narrative:
Additional product code: mni, mnh, nkb, kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review - a manufacturing record evaluation could not be performed as the lot number could not be determined from the image.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it is reported that, patient underwent revision spine surgery in case of l2-l5 level. There were 6 screws and 2 rods put in the primary case but since the disease progressed to the next level disc, surgeon decided to do the revision surgery. Both the primary rods were removed and the surgeon had to put two (2) more screws at the next level and change the rods. This report is for one (1) matrix locking cap without saddle. This is report 7 of 10 for complaint (B)(4).